Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. The issue was due to corrosion on the endoscope connector. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on the endoscope connector. A root cause could not be identified. Based on the results of the investigation, it is likely inappropriate material led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope exhibited a communication error e216 during inspection for use. There was no patient harm.